Event description:
It was reported that during a vaginal hysterectomy, the stapler handles could not be opened after firing. Another device was used to complete the case. There was no patient consequence.